Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller states that the dealer sent him an e-mail stating that the right gear motor is having a new failure, makes noise and losing power. This makes the chair veer right on level surfaces and veer left on downhills.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, motor noise. Chair is functional/right motor very loud grinding/0700 error code found in fault log indicating possible wiring/connection issue at some point. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, motor noise. Chair is functional/right motor very loud grinding/0700 error code found in fault log indicating possible wiring/connection issue at some point. Caller states that the dealer sent him an e-mail stating that the right gear motor is having a new failure, makes noise and losing power. This makes the chair veer right on level surfaces and veer left on downhills.